Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges with insulin. Reportedly, the customer was able to fill the cartridge with approximately half the amount of insulin during each load event. There was no impact to the customer's blood glucose level.